Manufacturer narrative:
A bec field service engineer (fse) instructed the customer to check for leaks. The customer stated that during shutdown she found brown-striped tubing at vl4 leaking from a small pinhole. The customer replaced tubing at lv4 resolving the leak. Service activity was performed and was verified to meet the specified requirements per established procedure. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that approximately 2 mls of green fluid had leaked from an unknown source under the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the incident. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.